Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate anti-tachycardia pacing and high voltage therapy for atrial flutter. The device was functioning as programmed. Programming changes were made. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.